Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of in the range of 800 mg/dl to 1000 mg/dl. The customer was treated with bolus in the hospital. The customer was reported other blood glucose values such as 1000 mg/dl, 155 mg/dl, 800 mg/dl. The customer was wearing the insulin pump during the high blood glucose event. The insulin pump will not be returned for analysis.